Event description:
Hill-rom received a report from a hill-rom found a note stating the left head siderail support arm was broken and will not latch. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling sys as (B)(4).

Manufacturer narrative:
The hill-rom technician found the pt weight exceeded design and broke the support arm. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the support arm to resolve the issue. Based on this info, no further action is required.